Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2 and h11) and to provide an update to field (h3). The subject device was manufactured on may 2024 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. The device was evaluated by olympus, and it was confirmed that the subject device was torn vertically and broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the subject device was not firmly secured to the endoscope by medical tape. This could have caused the subject product to fall off into the patient¿s body. The root cause could not be determined. Additionally, it is likely the subject product was torn because the excessive load was applied to the product when the product was attached to the endoscope. However, the exact cause of the tear could not be conclusively identified. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not bend, pull or compress the product excessively, as this may result in damage to the instrument or a decrease in its functionality." "Be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage." Additional information inadvertently left out: it was reported that when the distal cover was attached to the endoscope, no difficulty was felt. No lubricant or medical tape was used on the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the device fell off inside the patient's body. It was immediately retrieved and replaced with another, and the procedure was completed. There was no harm or injury to the patient.